Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe did not cut during a vitrectomy procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient impact.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This the second complaint for the finish goods lot and for this issue for this lot. The device history record (DHR) shows the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. A block reader was then used to interrogate the radio frequency identification's (rfid's) programmed information, which was found to be correct for the build lot of the rfids. The probe rfid connectors functioned per specifications. The root cause of the customer's complaint is the occluded drive line which is related to an error during the assembly process of the tubing to the probe. In order to mitigate the occurrence of this type of event, during the manufacturing process, in-process checks after final assembly are utilized to help screen out this type of defect from occurring. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality in-process controls are in place to assist in mitigating this issue from occurring. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).